Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer usually had low blood glucose of 37 mg/dl at nights. Customer would treat with food and insulin would elevate. Customer declines speaking with helpline and states she would continue to communicate with her nurse at healthcare professional's office.